Manufacturer narrative:
Refer to regulatory report # 3004209178-2021-09811. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lumbar stimulator will shock them if they set the stimulation level above 8. Pt confirmed they don't feel the needle stabbing like shocks if the stimulator is off. Pt stated the shocking is felt in the butt cheek near the implant site. Pt stated they quit charging the stimulator. Pt stated no falls or trauma. Pt stated the hcp has done an x-ray but they haven't heard about anything since. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history including pt reported that their body "makes a lot of lesions and scar tissue".